Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on a preparing for fill notification screen. Customer¿s blood glucose level was 390 mg/dl. Customer reverted to manual injections for insulin therapy.